Manufacturer narrative:
(B)(6) roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased. Number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).

Event description:
This new sample allegation is associated to the 2 mdrs that were previously filed. This is the third MDR for the new sample alleged. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from poland alleged discrepant results generated with the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system on (B)(6) 2021, patient 1, initial sample was tested with the cobas® liat® system and generated sars-cov-2 positive, flu a negative, flu b negative. A new sample was re-collected from the same patient and repeated with the same cobas® liat® and was negative. Both initial and the re-collected samples were further tested with the genexpert cepheid and generated negative results. A further repeat of the initial sample was again performed with the same cobas® liat® and the result was also negative. On (B)(6) 2021, patient 2 initial sample was tested with the cobas® liat® system and generated sars-cov-2 positive, flu a negative, flu b negative. While the same sample was repeated with the genexpert cepheid and the same cobas® liat® system. The results were both negative. Moreover, positive and negative results were reported for patient 1 and negative results were reported for patient 2. No harm is alleged. On (B)(6) 2021, patient 3, initial sample was tested with the cobas® liat® system and generated sars-cov-2 positive, flu a negative, flu b negative. While the same sample was repeated with the genexpert cepheid and the same cobas® liat® system. The results were both negative and the negative results were reported. An investigation was conducted to evaluate the customer¿s allegation.